Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable pacemaker/cardio/defib - (B)(6) 2007; 694965 implantable tachy lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the ra (right atrial) lead had several years of trending of diminishing p-waves and increased thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.